Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain due to the lead tails were coiled. The patient underwent a revision procedure where the lead was re-tunneled. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain due to the lead tails were coiled. The patient underwent a revision procedure where the lead was re-tunneled. The patient was doing well postoperatively.